Event description:
(B)(4). Initial report: this spontaneous case report was received from a physician via one of our sales representatives. The case involves a (B)(6) female patient who received an injection of poly-l-lactic acid (sculptra) 5 ml to her cheeks, nasolabial folds and corners of the mouths on jul-12-2007. The 2ml of prilocaine hydrochloride and 3ml of water were also used as diluents or local anaesthetic. Previously, the patient had been treated with hyaluronic acid (1.6 ml) from (B)(6) 2007 to her nasolabial folds. In the middle of (B)(6) 2008, the patient developed palpable subcutaneous granuloma with marked swelling at all injection sites. The areas where only poly-l-lactic acid or both poly-l-lactic acid and hyaluronic acid were injected showed the reaction. Especially, the area surrounding the nasolabial folds (3 cm wide) became rough, hard and swollen. But the folds over the upper lip that were treated only with hyaluronic acid showed no irritation. Corrective treatment included pimecrolimus (local.) And allopurinol (system.). The event was still ongoing at the time of the report. The physician didn't provide any assessment on the causality.

Manufacturer narrative:
Addendum for follow-up received sep-05-2008. (B)(4): batch record review without hint to root cause. No faults, defects, damages detectable.